Event description:
It was reported that during a laparoscopic colon procedure, the clips did not close well. It was necessary to open another like device to complete the case. There was no consequence to the patient.